Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous part of the mid sfa. The lesion was pre-dilated and a first pulsar-18 was smoothly implanted. Then the complaint device was implanted, but the stent was released less than 10 cm, resulting in insufficient lesion coverage. A 3rd pulsar-18 was implanted resulting in final good blood circulation.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. One still image of the angiogram was provided, but was clarified that it did not show the complaint device. The affected device was returned with the outer shaft being fully retracted. The device dimensions comply with the specification. The trigger at the handle is fully functional, i.e. Upon triggering the outer shaft retracts normally with the typical ratch sound. The device shows no damage or irregularity besides kinks in the device shaft which were, most likely induced during re-packaging for the return shipment. The stent has been released and was not returned as reported. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous part of the mid sfa. The lesion was pre-dilated and a first pulsar-18 was smoothly implanted. Then the complaint device was implanted, but the stent was released less than 10cm, resulting in insufficient lesion coverage. A 3rd pulsar-18 was implanted resulting in final good blood circulation.